Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulations. If any further information becomes available a supplemental report will be submitted. Cmr surgical ltd, does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Event description:
The reporter alleged that during surgical set up for a cholecystectomy procedure, there was an unrecoverable alarm (mpa). There was no harm to the patient, but the surgeon decided to convert from a robotic surgery to a laparoscopic procedure. The procedure was completed with no complications.